Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit alarmed a broken force sensor was detected during seating or regular delivery during rewind followed by a critical pump error due to corroded electronic assembly. The motor was and battery tube found corroded. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, delivery accuracy test and displacement test due to critical pump error. Unit received with minor scratched display window, case and keypad overlay.

Event description:
Customer's dad reported via phone call that the customer was having issues with the insulin pump. The customer¿s blood glucose was 300 mg/dl at the time of the incident and treated with manual injection. The customer completed the rewind process but when trying to load the reservoir it would give a message load complete even if the device does not have the reservoir inserted. Customer received an insulin flow blocked alarm during troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was be returned for analysis.